Event description:
It was reported that the lead was being replaced because the patient did not get adequate stimulation. The doctor placed the new system contralateral to the previous system.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturer representative reported the revision was because, the lead was too lateral and wasn&#38176;close enough to the nerve to provide effective therapy. The lead had been placed by another healthcare provider (hcp) and the manufacturer representative did not have information about initial implant except the x-ray showed lead placement too lateral. The lead was revised and the patient is now receiving effective therapeutic relief.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va02cfp, implanted: 2012 (B)(6), explanted: 2015 (B)(6); product type lead. (B)(4).